Event description:
Rhl450 lift being used with blue sling with purple binding, full body sling, patient weight (B)(6) in sitting position lifted out of wheelchair, bottom 2 straps broke, strap itself broke not the material of the sling. 2 bottom straps broke and rear end slid and nurse assisted with fall so it was minor. End user did have a 2 cm cut on head from fall and was checked out and ok.